Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2016. Of note, the reportable malfunction and/or serious injury [noncapture, syncope, fall, etc] is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2011, 5076-52 lead, implanted: (B)(6) 2001, 5054-58 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and a period of asystole resulting in a fall. The cause of the asystolic period was unknown and was unable to be reproduced. A second implantable pulse generator (ipg) system was then implanted as a precaution to a possible failure of the first ipg system. The first ipg system remained implanted as a backup to the newly implanted system and both ipg systems were active. The patient returned home after the implant of the second ipg system. The patient then experienced a second fall resulting in head trauma. The patient was readmitted to the hospital to the intensive care unit with a subdural brain bleed. While in the hospital, it was noted the new ipg system was tracking p-waves and pacing in the ventricle which resulted in the first ipg system being inhibited. Additionally, the patient experienced a ten second pause while in the hospital and noncapture was documented from both device systems. The cause of the pause is unknown, though it was later believed to be a possible neurological problem. It was further reported the patient passed away. The cause of death was noted as a subdural hematoma.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.